Event description:
The hospital reported that during the saphenous vein harvesting procedure, the c-ring hole used for distal ligation was not present on the c-ring of the uniport plus. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.